Manufacturer narrative:
(B)(4). Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to failed battery test alarm. Motor passed motor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error. Troubleshooting was performed. Customer stated that the drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer rewound the insulin pump successfully. Customer stated that the insulin pump had failed battery test alert. Customer stated that the battery cap contacts and compartments were not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.